Manufacturer narrative:
A ge representative evaluated the system and suspected the customer's electrical power is operating outside the tolerances of the x-ray system. A power monitor was put in place. No further information is available. The system operates as intended.

Event description:
It was reported that the system locked up. No patient injury was reported.